Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. The target lesion was in the tibial artery. A chariot sheath failed to cross the bifurcation. A non-bsc wire, a magic torque wire and an amplatz wire were used; however, the sheath still failed to cross. In 2 of the attempts to cross over, the dilator became disengaged. Upon removal, the valve disengaged from the catheter and they just screwed it back on. The physician accessed the other groin and was able to get the chariot sheath to cross. During the procedure, a rubicon and victory wire were used and resistance was encountered. The 2nd time the devices were used in the procedure, they got stuck again and had to be removed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that victory was flushed prior to use. The rubicon and victory were able to be separated from each other; although not with ease, outside the patient.